Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that wi-fi (wireless fidelity) device continually lost network connection. The field service engineer logged into cfn admin and checked network settings; the device initially showed no internet connection and inconsistently displayed available networks. The device connected successfully to a bd hotspot without interruptions, indicating a possible site hospital it issue. After configuring the device to auto-connect to the ivm3d network, it connected successfully and remained online after reboot. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es keep dropped off the network. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.